Event description:
It was reported that during charging of the device, a marker anomaly was observed. No patient symptoms were reported. No resolution was no done to correct this anomaly. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.